Manufacturer narrative:
Dr. Identified issue as failure to osseointegrate. X-rays and dental implant not returned to intra-lock for evaluation.

Event description:
Dr. Placed implant on (B)(6) 2018. Patient returned on (B)(6) 2018 with mobility issues. Implant removed.